Event description:
Patient presented to the physician with pain radiating around the cuff and up to the mouth since implant. Physician prescribed pain medication. Patient presented back to the physician with continued pain. Physician prescribed another round of pain medication.

Event description:
Patient presented back to the physician with pain from the device. Physician brought the patient into the or and removed the inspire components.